Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a healthcare provider (rep) regarding a patient with an implantable infusion pump receiving dexamethasone 20 mg flat dose, floxuridine 22 mg flat dose, heparin 25000 units flat dose, and normal saline 20 ml flat dose for cancer chemotherapy. It was reported that hcp stated that alerts showed when she interrogated pump today with service codes 99 and 100 and that pump was stopped for 104h38m. Hcp noted that patient had an MRI last week. Technical services advised caller to read pump logs which showed a motor stall on the date the patient had the MRI as well as a motor stall recovery today. Technical services explained telemetry state to hcp. Hcp noted that pump had been accessed and they removed the expected volume of 6 ml. The troubleshooting steps that were taken on the call resolved the issue. No symptoms reported.